Event description:
It was reported that the patients ipg was tilted causing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg pocket was revised and replaced. The patient was doing well postoperatively. The explanted devices were retained and will not be released.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.